Event description:
The customer contact reported the device fell off the IV pole resulting in a spill of a chemotherapeutic medication. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of taxol, and the delivery was started. No further programming parameters were provided. After an unspecific length of time, while ambulating from the bathroom to a chair the nurse reported the device fell off the IV pole. At that time, the piercing pin of the tubing set came out of the solution container resulting in approx 51ml of the chemotherapeutic medication to spill onto the floor. It was reported the spill chemotherapeutic medication did not come in contact with the pt or the nurse. There were no reported adverse pt effects. No medical interventions were required. The customer contact reported the spill chemotherapeutic medication was cleaned using ppe (personal protective equipment) and a spill kit. The device was removed from clinical service. During testing at the user facility, the customer reported no issue with the latch or with the device slipping down the pole. Though requested, no add'l info was provided, including if therapy was completed using a replacement device.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.